Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d224trk bi-ventricular defibrillator implanted: 2011-(B)(6), product ID 694958 implantable tachy lead implanted: 2006-(B)(6), product ID 5072-52 implantable pacing lead, implanted: 1999-(B)(6), product ID 419478, implantable pacing lead, implanted: 2006-(B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead was fractured. The lead also exhibited high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned in segments. Visual analysis revealed there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut and a depression while in vivo.